Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left internal carotid artery c7 segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 5 mm. Landing zone (artery size): distal 2.76 mm and proximal 3.54 mm. The patient¿s vessel tortuosity was severe. In the dense mesh stent surgery planned for this day, the surgeon first put the intermediate catheter (navien) and catheter (marksman) in place, then hydrated the ped stent and successfully delivered it to the m1 segment for planned deployment. The patient's blood vessels were severely tortuous, resulting in the stent tip never deploying during the process of withdrawing the catheter and deploying the tip. After a series of attempts such as re-retrieval, pushing and pulling, and raising the intermediate catheter, the stent tip never deployed. Considering the patient's anesthesia risk, the stent replacement was considered. The new stent was successfully put in place using the original system. After the stent was replaced, the stent was successfully deployed, the operation ended smoothly, and the patient had no adverse reactions. Dapt (dual antiplatelet treatment) was not administered. Angiographic result post procedure: left internal carotid artery c7 segment aneurysm. There were no patient symptoms or complications associated with this event. Ancillary devices: catheter navien and marksman.

Event description:
Additional information was received stating that the cause of the pipeline failure was not determined. The pipeline's tip end had been placed 3mm in the m1 horizontal section when it failed to open. Additional methods were attempted such as retrieving, pushing and pulling, and pushing the intermediate catheter to go upper in order to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was not confirmed, as the braid's distal and proximal ends were found opened and frayed. The cause of failure to open could not be determined. Possible causes include severe vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that the braid was not positioned in a vessel bend, which rules it out as a potential cause. In this event, the severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.